Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing overstimulation. X-rays were taken and revealed lead migration. Reprogramming was tried, but only provided stimulation in an unintended area. An impedance check was performed and revealed no anomalies. In turn, the patient will undergo a CT scan and possibly surgical intervention on a later date.